Event description:
It was reported that prior to use, when the physician removed the device from the package, the silicone grommet was sticking out sideways. When he attempted to push it in, the setscrew fell out. The device was not used and another device was successfully implanted. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).